Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the umsp-system had caused blockage between the bladder and collection bag. The patient had 1300 ml urine in the bladder. The patient is hospitalized for radiation therapy in the vagina. This includes insertion of a vaginal catheter where the radiation can be given. The patient had an epidural catheter for pain blocking. Before the insertion procedure in the vagina, the patient had a urethral catheter inserted and connected to a urine bag. The urine flew without complications. After the procedure the patient was moved to an ICU for observation, where they changed the urine bag to a urine meter = unometer safeti plus 150 cm tubing (lot no not available). For the next 3 hours the patient had no diuresis, which the nursing staff found surprising as she previously had a good diuresis. They disconnected the system and flushed the catheter. Hereafter there was still no diuresis and the patient was given more fluids and diuretica. Ul-scanning showed app. 200 ml in the bladder, but the patient was also incontinent in the bed. Due to the epidural anesthesia, she had not noticed it. The staff considered this as leakage from the urethra and decided to change the unometer safety plus system to another one. At this point the patient had 1300 ml urine in the bladder. With the new system, the urine flew and no complications occurred. There has been no late side effects for the patient.